Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. The generator was implanted in 2017 and reached end of service in (B)(6) 2020. Threshold testing prior to procedure were found normal. The left ventricular (lv) lead's threshold was found chronically high and set permanently high. The pre-op x-ray showed that the lv lead was in a weird position. Upon further investigation, a CT scan from last year determined that the lv lead was out of the heart. It was believed the lv lead was out of the heart since the lead's initial implant and was out of the heart due to an error by the implanting physician. The lead's positioning did not cause any patient symptoms, and the lead was still capturing. It was unknown when the high lv threshold were programmed. The high programmed lv threshold was believed to be the cause of the generator's early depletion. Due to the patient's ejection fraction normalizing since the initial implant and no CT surgeon available, the lv lead was turned off. The generator change was completed with no issues. The patient was stable and was discharged.